Event description:
While preparing a interventional procedure room for a mac sedation the nurse was making sure that the suction was ready. She was unable to get the cannister to work. She went through 8 cannister sets before she found one that worked. In the mean time a pt in the next room had a respiratory arrest and needed intubation with suction. Fortunately she had identified the suction cannister problem just moments before and took the working cannister to the pt. Had she not done this, suction would not have been immediately available due to a defective cannister lid and treatment of the serious condition of the pt would have been delayed. The lid to the suction cannister is plastic. During the manufacturing, a fixture is molded for the suction tube from the wall to connect to. Below the fixture is a small white filter. The defective units have a plastic piece just above the filter which obstructs the vacuum from being applied through the filter to the cannister. Rptr believes multiple lots are defective. The staff has found in excess of 25 defective lids in just rptr's interventional department alone.